Event description:
It was reported that during a subtotal gastrectomy procedure, first device was pulled from tyvek handed to the tech and then to the surgeon. The surgeon attempted to dial down and it would not dial down. It was stuck, and it broke at the tissue compression knob. They pulled a new one and the surgeon went across the stomach and attempted to turn, but it would not turn; it was stuck as well. Then it released and he was able to close on tissue. The device was fired and the cartridge and anvil became misaligned. After firing and removal of the device they noticed that some of the staples were malformed. Then a tlc75 was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Lockout slide tip damaged. Evaluation summary: the analysis results showed that device a with the hook shroud open and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tap and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for add'l info. The reload was tested for functionality with the returned cartridge b and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-form shape. The analysis results showed that device b arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with the returned cartridge a and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. Device b batch # d5kj2t; (B) (4). Mfg date: 8/31/2007; exp date: 7/31/2012.